Manufacturer narrative:
The field service engineer (fse) saw leak coming from probe onto the outside of the instrument. He adjusted probe wipe block to repair the leak. (B)(4).

Event description:
The customer reported secondary probe leaks while probe cleaning coming from the rinse block and is not contained within the coulter® lh 500 hematology analyzer. The estimated volume is <5ml of clear fluid. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.